Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-34 (malfunction in air norm detection circuitry: input to a/d converters is not 0 v although the norm air transducer is not oscillating) alarm was not identified during device evaluation. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-34 (malfunction in air norm detection circuitry: input to a/d converters is not 0 v although the norm air transducer is not oscillating) alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.